Manufacturer narrative:
Findings: reliability analysis evaluated 1 sealed reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test per dop114-811 as follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a 7xx pump. Performed pump manual prime. Visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. Evaluated 2 opened/used reservoirs. Inspected reservoirs, snap cap, and septum for anomalies. None were found. Ran occlusion test per dop114-811as follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoirs and connector into a 7xx pump. Performed pump manual prime. Visual fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded.

Event description:
The customer reported via phone call that had no delivery alarm multiple times. Customer's blood glucose was unknown mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.